Event description:
It was reported that the pt had a revision. The revision lasted two hours as the physician had trouble with the needle placement. Add'l info was requested.

Manufacturer narrative:
(B) (4).